Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 400 mg/dl, which was treated with manual injection. The caller stated that the device might have gotten exposed to sweat. The caller reported that they had placed the insulin pump in rice to dry it. The caller stated that for the past three months the insulin pump had been alarming no deliver so they kept changing the infusion set, thinking that's what was causing the alarms. Unable to perform troubleshooting or check the alarm history due to the button error alarm. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The operating currents, basic occlusion test, occlusion, prime, excessive no delivery alarm and displacement tests could not be performed due to the unresponsive buttons. No low battery alarm or no delivery alarms could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.